Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the bladder ruptured in a footed position. The root cause was determined to be a manufacturing defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
Baxter (B)(4) received a report that an intermate had a reservoir rupture during infusion. The device was being filled with a solution of 800 mgs of teicoplanin in 200 ml of nacl. This condition interrupted therapy. The facility did not have information regarding whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available.